Event description:
It was reported the patient's blood glucose level rose to 328 mg/dl while wearing the pod between 5 and 24 hours. As treatment, a new pod was placed.

Manufacturer narrative:
The soft cannula was observed to be kinked. No timeouts or drive stalls were seen in the download data. It is unknown how or when this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.